Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a wireless module battery overheated and melted when inserted into a wireless module. The device was not in use at the time of the incident.

Manufacturer narrative:
The customer was provided with a replacement wireless spo2 module and wireless module battery, which remain at the customer site. The evaluation of the wireless spo2 module did not reveal any problems with the module and did not conclude that the module caused or contributed to the thermal heating event. The initial conclusion from the battery supplier is that the event was not a result of the battery¿s design and that the battery met design specifications. As of the closing of this complaint investigation, the supplier is continuing to look for other avenues for this event to occur. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.